Event description:
It was reported that an ilet pump could not be unlocked because the touchscreen did not respond to swipe inputs despite the device waking with the button and having a charged battery, and a restart while on charger did not resolve the issue; the user transitioned to manual injections and continued cgm use, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included switching to alternate therapy without clinical impact and plans for device replacement contingent on return of the original unit. Investigation included remote troubleshooting, instructions to shut down the device to prevent further alerts, and guidance to sync data prior to return. Investigation of this case revealed a screen responsiveness failure consistent with a touchscreen or user interface malfunction, with no alarms or alerts generated. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.